Event description:
The complaint was reported as: that product was used on a pt during a procedure, and noticed a piece missing from the handle. No pt injury reported.

Manufacturer narrative:
The device has not been received for eval. Attempts have been made to obtain the catalog number, to date, the catalog number is unk. The results of the investigation are not available at the time of this report.